Manufacturer narrative:
(B)(4). Correction to section d: UDI number. Device evaluation: the customer returned one unit of manta and sheath for evaluation. Blood particulates were noted on the units. Manta was interlocked with the sheath. The unit was decontaminated and inspected. The lever was actuated. The components (collagen, lock and anchor) were pushed out of the lumen. A device history record review was conducted on lot mn2401566 and no issues that could have contributed to the reported event were identified. Case details were reviewed. Bleeding present at the access site during deployment is a possible indicator of a tract deployment. Following deployment, after five minutes, the physician assessed the bleed and determined the femoral artery needed to be surgically closed by vascular. During surgical intervention the vascular surgeon mentioned the manta anchor was not found in the valve, the access insertion site appeared to be torn, and determined the anchor was not in the vessel lumen. The exact reason for this tract deployment is potentially due to user error. The accuracy of the puncture depth was potentially compromised due to the puncture site being torn. Additionally, the IFU states that if the manta closure does not deploy properly in the artery and hemostasis, is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Based on the investigation of the returned complaint device, user error likely caused or contributed to this event.

Event description:
It was reported that: "use of the manta after the removal of the sheath for the heart machine while undergoing a mitral valve reconstruction. The manta device 2115ne was used correctly and there were no difficulties deploying the device. The anchor was deployed at 4,5cm but the bleeding did not stop. After about 5 minutes a vascular surgeon was called to close the site surgically. The vascular surgeon stated that the anchor was not found within the valve and the insertion site looked as if it had torn." Additional information: " the patient received 17500 iu protamine (the first half of the full dose), at around 11:20-11:30. The patient received 2500 iu heparin in addition to the vascular reconstruction. We were still below therapeutic act values because only the first half of the protamine dose had been given."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "use of the manta after the removal of the sheath for the heart machine while undergoing a mitral valve reconstruction. The manta device 2115ne was used correctly and there were no difficulties deploying the device. The anchor was deployed at 4,5cm but the bleeding did not stop. After about 5 minutes a vascular surgeon was called to close the site surgically. The vascular surgeon stated that the anchor was not found within the valve and the insertion site looked as if it had torn." Additional information: " the patient received 17500 iu protamine (the first half of the full dose), at around 11:20-11:30. The patient received 2500 iu heparin in addition to the vascular reconstruction. We were still below therapeutic act values because only the first half of the protamine dose had been given."